Event description:
The physician initially reported her observation of "speaking" in the optic material of the implanted device causing no visual issues. During additional follow-up with the physician in 12/2005 she indicated that she believed that "speckling" is associated with the reduced visual the pt is experiencing. The lens remains inmplanted and the association between the device and the adverse event had not been definitively determined.